Event description:
Distributor was informed on an explant report that the adapter was fractured causing inappropriate noise and device aborts. The adapter was explanted. It was reported that the ICD was functioning appropriately.